Event description:
It was reported by the customer that on (B)(6) 2010, an aiming beam fired straight out of the fiber at 13,700 joules. No patient injury was reported. The device was not returned for evaluation.